Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add¿l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, ¿shortly after her hip implant in 2007, she had a blood clot and other complications. She has been seeing attorney commercials regarding implant recalls. About a year ago, she started having pain in the hip area. The surgeon sent her for a screening at a lab in which she believed the radiologist said the implant shifted. The pt returned to the doctor with the x-ray and the doctor reviewed it with her and said that her implants look fine. She has pain that on some days she can move and other days she cannot. The pain is intermittent. She is now taking medication for osteoporosis. She does not want to pursue an investigation or provide any medical documentation at this time."